Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient had pain at the implantable neurostimulator (ins) implant site in the hip. The patient stated that their hip became very sore when charging. The patient stated that the pain was because the health care professional (hcp) did not implant the ins in the right spot on the hip in 2007.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.